Event description:
It was reported that this subject is enrolled in the (B)(6) study. Crfs were received for the study indicating that the subject's prior knee system was stryker and was revised with the triathlon ts knee system. X-rays were requested.

Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-400, lot blxh, description: tibial baseplate. Cat 5510-f-501, lot sx68t, description: femoral component. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
Please note that this event is duplicate of stryker report MFR. Report # 0002249697-2013-03673.

Event description:
It was reported that this subject is enrolled in the triathlon ts multi-center study. Crfs were received for the study indicating that the subject's prior knee system was stryker and was revised with the triathlon ts knee system. X-rays were requested.